Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a part of the pump display was blocked on the lower part of the pump screen. Reportedly, this display issue blocked some of the graphics and text on the screen. Additionally, it was reported that one of the cartridges kept sliding off and did not stay attached on the pump. Reportedly, the cartridge was damaged at the back side that allowed the cartridge to remain attached to the pump. Due to this issue, the customer's blood glucose (bg) level went down to 35 mg/dl. The customer consumed sugary foods to address impacted bg level. Customer was able to load a new cartridge and resume insulin delivery. The contact confirmed that an alternate method of insulin delivery was available.